Manufacturer narrative:
UDI related data quality updates only correct h4 and h5 content to match gudid.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information that has not been able to be completely investigated or verified prior to the required reporting date. This report does not reflect a conclusion that the report constitutes and admission that the device, the company, or its employees caused or contributed to the potential event described in this report. As of the date of this report, the device has not been returned to the manufacturer for evaluation. A definitive root cause cannot be determined. If additional information relevant to the investigation or other content of this report is identified, this report will be updated. Multiple MDR reports were filed for this event, please see associated reports: 3014680795-2024-00015; 3014680795-2024-00016; 3014680795-2024-00017; 3014680795-2024-00019.

Event description:
It was reported that a patient who underwent sternal closure using a variety of plates and screws along with stainless-steel suture in (B)(6) 2024 experienced a sternal dehiscence after an extreme coughing fit. It was also reported that the plates and screw construct remained intact, but pulled away from bone, and the stainless-steel suture pulled through the sternal tissue. The patient underwent revision surgery to correct the dehiscence.